Event description:
Caller reported a malfunction on the pump, which resulted in their blood glucose level rising to 445 mg/dl. The customer used a correction injection via mdi to address the high blood glucose level and did not require any third-party assistance. Customer technical support provided guidance for resetting the pump, and following the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.